Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited elevated right ventricular (rv) threshold measurements, rv noise, oversensing, pacing inhibition, and greater than 4 seconds of loss of capture. The patient¿s heart rate was approximately 30 beats per minute (bpm). Additionally, there were elevated left ventricular (lv) threshold measurements. The patient was in the hospital after they had fallen; however, it was unknown why the patient fell. The device was reprogrammed. No additional adverse patient effects were reported. The device remains in service.